Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she woke up with high blood glucose. The customer stated she had a cortisone shot given at the clinic and knew she would go high. The customer had dinner and treated but blood glucose was still high at 524 mg/dl. The customer stated she still had 5 units of active insulin and inquired if she could treat with manual injection. Customer was advised to contact the doctor for assistance. Customer understood ad hung up.